Manufacturer narrative:
Corrected data: unique identifier (UDI); this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
The patient underwent vns implant surgery and later that same day, the patient presented to the emergency room due to vomiting issues related to the anesthesia. At the hospital, the patient received medication and was hydrated to help with the vomiting. The patient was observed overnight in the emergency department and showed continued improvement before being released the next day.